Event description:
It was reported that (1) tsb35 and (8) tr35b (from the "kngll" kit) was used during a laparoscopic gastric bypass procedure. It was reported by the rep that on the fifth or sixth firing the tsb35 with tr35b reload, stapler misfired. Staple line was gaping open. The surgeon had to oversew staple line and irrigate extensively to remove gastric spillage. The location of leak was high on the stomach near the gastro-esophageal junction. There was extended or time by thirty minutes.